Event description:
Pt prepped for urological surgery. Physician unable to operate cautery nurse checked cautery and noted smoke and flames from back of machine. Plug pulled. Pt taken to another or. No harm to pt, staff or physician.